Event description:
The reporter stated the surgeon implanted an 13.2mm vicm13.2 implantable collamer lens in pt's right eye on (B)(6) 2012. The lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens. Pt's last visit on (B)(6) 2012, ucva 20/20.

Manufacturer narrative:
(B)(4).